Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1905270 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failures. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that plunger rod deformation occurred at an unspecified time with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter: "plunger is deformed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger rod deformation occurred at an unspecified time with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "plunger is deformed."